Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump did not progress to the correct screen/prompt after the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the inability to properly prime the pump could result in long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed the rewind and load were activated during a cartridge change. The piston continued forward during the load step to the zero unit position and the pump gave a call service 163 no cartridge detected warning. The call service alarm and allegation of the pump returning to the ez-prime after the load step were unable to be duplicated during the investigation. A force sensor calibration confirmed the sensor was detecting the correct force. The pump cover was removed to find a crack near the force sensor pins.